Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no anomalies. The battery status was found to be eri due to cold environmental conditions such as storage or transport. The battery status "ER"¿ was successfully reset during the further course of the analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 71 months after the implantation impedance measurements were > 3200, both unipolar and bipolar, with low sensing values and high threshold. The measurements values of the lead during the revision (psa) were found normal. He reconnected the cylos pacemaker and the values (sensing, impedance and threshold) were again good. A new pacemaker was connected with new good values. The lead remains implanted. No adverse patient side effects were reported.